Manufacturer narrative:
(B)(4). Additional information: ceramic the device was received with the electrode detached from instrument and not returned. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active road was noted. Because of the missing electrode we were unable to test the full functionality of the instrument. No abnormal noise was noted during analysis.

Event description:
It was reported that during a laparoscopic lysis of adhesions procedure, the surgeon started to use the device for five minutes and the circulator noticed that the gen11 was making odd noises. They inspected the trio and noticed the positive electrode was missing. They retrieved the electrode and got a new trio to complete the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.